Event description:
Two years ago tmj surgery was performed. Mitek anchors were implanted bilaterally. During the procedure, dr. Shaved down the left condyle without the pt's signed consent. Since the surgery, the pt experiences mandible spasms and pain radiating down from the left side of the jaw to the right. Symptoms are much worse than before the surgery. A recent MRI shows the condyles are now deformed. MRI prior to surgery do not indicate any deformity. Pt is disabled due to this. Unable to work or drive and is receiving medicine to control the pain from pain specialist. Pt has tried to contact dr. Office for assistance, but has been denied any help.